Event description:
The customer reported that the 840 ventilator had a blank screen. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event and no parts were replaced. The unit passed extended self-testing.